Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm or an error in the motor was detected by reading unexpected value from hall sensor alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. Customer¿s blood glucose level was 13.1 mmol/l at the time of incident. Customer state that they were unable to clear the alarm. Customer assisted with displacement test and it was failed. The insulin pump will be returned for the analysis.